Event description:
On (B)(6) 2013, it was reported that the patient has had to change the battery in his device approximately every two days for the past three weeks. During this time the patient has experienced elevated blood glucose levels as high as 340 mg/dl. The patient thinks the infusion device does not deliver enough insulin. On (B)(6) 2013, while changing the battery in the device, the patient noticed that the device housing was warm. After changing the battery, the device would no longer start up. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Due to a defective capacitor the pump had too high power consumption. The defect of the capacitor leads to a premature discharge of the battery and a shutdown of the insulin pump with alert. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.